Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced stoma site erythema. On (B)(6) 2019, the patient experienced purulent exudate at the stoma and hardened peristomal skin. A neurologist diagnosed the patient with a stoma infection and was treated with amoxicillin/clavulanic acid 500mg, 1 tablet every 8 hours for 10 days and blasto-stimulin for topical use 2 times a day for 5 days. In (B)(6) 2019, the stoma site erythema and purulent exudate at the stoma resolved. On (B)(6) 2019, the stoma infection resolved.